Event description:
End user (B) (6) was injured while going up a slight incline when the wheelchair tipped over. She was taken to the hospital with bruises on her legs and diagnosed with a broken arm. The reporter ((B) (6) daughter) stated that (B) (6) had sent in her original chair to be serviced. When the chair was returned, (B) (6) stated that it was not her original chair. The chair returned was smaller and a quickie prelude.

Manufacturer narrative:
The chair may or may not be returned for evaluation. Our evaluation is based on reported information and product knowledge. The reporter stated the chair was too small for the end user. The end user was not knowledgeable in the operation of the chair as it was not her original chair. Based on product knowledge our evaluation is that these 2 factors contributed to the chair tipping over and the end user being injured.